Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated when he removed the cassette from the cycler after treatment there was fluid leaking inside the pump module. Patient stated that the pumps were moist. The pd patient discarded the supplies being used and reverted to manuals to complete treatments. The pd patient stated no adverse event was experienced.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.